Manufacturer narrative:
Concomitant medical products: 3387s-40 dbs, lead implanted: (B)(6) 2010; 7482a51 neuro extension, implanted: (B)(6) 2010; 37602 dbs ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a patient fall the right ventricular (rv) lead had no capture at max output and had dislodged. The helix was retracted to reposition, but would not extend again after multiple attempts. When the lead was explanted tissue was found adhered to the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.